Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level. The customer's blood glucose level at the time of the incident was 600 mg/dl . The customer declined troubleshoot for high blood glucose levels. The customer was treated with pump. The customer was advised to get sets back for testing. The product will not be returned for analysis.